Event description:
The pt was seen at a remote clinic with diagnosis of lv lead non-capture. Cxr revealed lead dislodged and coiled in pocket. The lead was explanted and replaced on (B)(6) 2012 without incident.